Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 25 mmol/l and their sensor glucose read 11 mmol/l. It was advised the electrode on the sensor may be incorrectly inserted. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.